Event description:
The patient reportedly experienced sound quality issues followed by a loss of lock with her internal device. External equipment was exchanged; however, this did not resolve the problem. Revision surgery will be scheduled.